Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radio frequency (rf) programmer head label was delaminated, the lens was cracked and it failed the up link functional test. The rf head needed an upper case and rf cable. All found defective parts were replaced and all other identified issues were resolved. (B)(4)

Event description:
The programmer was returned as a trade in and subsequently tested out of specification during manufacturer's analysis. The radio frequency (rf) programmer head also tested out of specification. There was no patient involvement.